Event description:
It was reported that this pacemaker was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that the device was attempted due to high pacing threshold measurements and connection issue (implantable to implantable). This device was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high threshold and connection issue allegation with the device. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to high pacing threshold measurements and connection issue (implantable to implantable). A new device was implanted. No adverse patient effects were reported.